Event description:
Family member stated that the pt had difficulty removing one of the referenced tampons. Another family member stated that the tampon appeared to become attached to the vaginal wall. As a result, the removal was very difficult and subsequently pt developed a lot of vaginal irritation. Family member stated that pt was towards the end of their cycle but that the tampon had only been in place for approx 4 hrs. MFR is not aware of any of this product having more than the normal amount of complaints expected for this type of product.